Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The prograsp forceps instrument was analyzed, and fa found the instrument was missing a grip pin during visual inspection. The grip pin was not returned with the instrument which caused the grip failure at the distal end. Root cause of this failure is attributed to manufacturing. The complaint regarding the instrument was broken was confirmed by fa.

Event description:
It was reported that the prograsp forceps instrument was broken. The procedure was completed with no reported injury.